Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d9,h2,h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distortion image and white residue in the air /water channel. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: screen glitched and blue sparkles and image distortion is likely due to charge couple device malfunction. The most probable cause for the white residue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a screen that glitched and blue sparkles were visible. The event occurred during a diagnostic esophagogastroduodenoscopy procedure and while the patient was under sedation. The intended procedure was completed using the same device. There were no reports of patient harm.